Event description:
Additional information was received that during the valve implant, the deployment starting point was at the bottom of pigtail. Prior to the first valve dislodgment, the implant depth was 3 millimeter (mm) on the non-coronary cusp (ncc) and approximately 5-6 mm on the left coronary cusp (lcc). The valve dislodged aortic, and the approximate implant depth was 4 mm above the ncc and 0-1 mm above the lcc and it was noted that the valve inflow was within the previously implanted surgical aortic valve (sav) frame and leaflets. Prior to the second valve dislodgment, the implant depth was 3 mm on the ncc and approximately 7-8 mm on the lcc. After the second valve dislodged, the valve implant depth was above the previously implanted sav frame.

Manufacturer narrative:
Updated data: b5 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; product ID: d-evolutfx-2329 (0011762279); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a previously impl anted 27 mm non-medtronic surgical aortic valve, the valve was deployed to 80% at a depth of approximately 3 mm. However, while at 80% deployment, the valve dislodged. The valve was then recaptured and a second deployment attempt was made. The second deployment resulted in a depth of approximately 4 mm with no migration; however, an infold was noted while at 80%. Per the physician, it was suspected that the surgical valve frame interacted with the inflow of the valve on the first recapture, which caused the infold. The valve was recaptured again and withdrawn from the patient. Subsequently, a second valve (B)(6) was loaded onto a second delivery catheter system (dcs) and inserted into the patient. There was difficulty noted with positioning the second valve; the catheter was biased to the inner curve of the aorta, resulting in the valve not being coaxial with the surgical valve. Because of this, the valve dislodged ventricular during deployment to 80% as the inflow expanded. Attempts were made to position the valve in a more shallow position on the non-coronary cusp, but this resulted in aortic migration while going to or at 80% deployed. Rapid pacing was utilized to reduce cardiac output and movement of the valve. After the two deployment attempts, the guidewire was exchanged in order to promote a bias to the outer curve and more coaxial deployment. Two more attempts were made to deploy, yet both times the valve again migrat ed aortic as the catheter was deployed to 80%. The valve was recaptured withdrawn from the patient. Following withdrawal of the second valve, a non-medtronic valve was implanted in the patient. No adverse patient effects were reported. .